Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery was not charging. Customer continued to charge battery and the issue was resolved. Customer's blood glucose was 142 mg/dl.